Event description:
Customer reported that the instrument reported negative results for leukocytes on 3 samples but the microscopic and alternate method results were positive. There was no report of injury as a result of this event.

Manufacturer narrative:
The cause for the discordant leukocytes results is unknown.